Manufacturer narrative:
(B)(4) date sent: 09/26/2025 d4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec60a device was returned with no apparent damage and with a gcflgb partially fired 1/16 reload present. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, it was observed that the reload could not be easily installed into the channel by finger force. Further investigation revealed that the jaw was deformed. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could causing the jaw deformed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot/batch e25030021, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.